Event description:
It was reported that there was a malfunction where the battery depleted too quickly. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up, and no additional information was received regarding the outcome of the event.